Event description:
Inbound, pt reports cadd cassette, no disposable clamp cassette alarm unresolved and had to change cassettes while working, reports was lot number 4120069 and exp: 03/29/2026. Reports this is the fifth cassette to do this since (B)(6) 2021. No further details provided.